Manufacturer narrative:
The initial report manufacturer report number 2032227-2016-19240 was created in error. The event has been reported under manufacturer report number 3004209178-2016-67568.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus. Customer's blood glucose was 400 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer was unable to troubleshoot any further. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.